Manufacturer narrative:
Initial and final MDR 1880565 - MDR 3003442380-2024-05939- device 5 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient faced a kinked cannula. The blood glucose level of the patient was 280-290 mg/dl. The issue occurred with 15 similar types of infusion sets and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available